Event description:
It has been reported to philips that the xper module failed to start up. The device was not in clinical use. The philips service engineer (fse) went on site and reinstall the software of xper module and configured the time. The service outcome is that the device start up is normal and x-ray exposure is normal. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the xper module cannot work. Upon further inspection, the fse found that the touch screen module screen is black. The fse re-installed the software of touch screen module. After reinstalled the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.